Event description:
Voluntary medwatch received states the patient¿s right atrial lead exhibited episodes of undersensing and unspecified oversensing. Additionally, a high capture threshold was noted. The intervention and patient's condition were unknown.